Manufacturer narrative:
UDI: (B)(4). Manufacturing date: 02/02/2017 - 02/06/2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the bladder had been ruptured. Microscopic examination of the bladder was performed with no issues noted. The reported condition was verified. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during filling. The device was being filled with 1g ertapeneme diluted with 100ml normal saline solution. There was no patient involvement. No additional information is available.